Event description:
The article, "a predictive model for differentiating causes of elevated mechanical prosthetic aortic valve gradient", was reviewed. The article presented a retrospective, single center study to develop a predictive model to differentiate between causes of high mechanical prosthetic aortic valve gradients the causes of high gradients in mechanical prosthetic aortic valves. Devices included in the study were ats, carbomedics, mono, sorin, and st. Jude mechanical valves. The article concluded that study developed a predictive model to distinguish between patient-prosthesis mismatch (ppm) , thrombus, and pannus formation in high-gradient mechanical aortic valves. Valve opening angle and acceleration time were the most significant predictors. The model supports the use of simple tools like echocardiography and cinefluoroscopy, especially in settings without access to advanced imaging. [(B)(6)]. The time frame of the study was from february 2020 to april 2024. A total of 159 patients were included in the study, of which 86 (54.1%) received an abbott device. The average age was 52.0 years and the majority gender was female. Comorbidities included atrial fibrillation.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: a predictive model for differentiating causes of elevated mechanical prosthetic aortic valve gradient.

Manufacturer narrative:
Summarized patient outcomes/complications of a predictive model for differentiating causes of elevated mechanical prosthetic aortic valve gradient were reported in a research article in a subject population with co-morbiditie including atrial fibrillation. Some of the complications reported were aortic valve insufficiency, thrombosis; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: a predictive model for differentiating causes of elevated mechanical prosthetic aortic valve gradient

Event description:
N/a.